Event description:
During a right iliac pta / stenting treatment procedure, the express-biliary ld stent slipped off of the delivery balloon. The lesion being treated was located within a tortuous vessel. The physician was advancing the express ld stent to the lesion through the tortuous vessel, the stent slipped off of the balloon. The event occurred prior to inflation of the balloon. Another express ld was used to successfully complete the procedure. No patient injuries or complication were reported.